Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change tot he actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was returned for setscrew issues. The header was found to be missing and the setscrew issue was not confirmed in the laboratory. For the same reason, bench tests were not able to be performed. None of the setscrews were returned.

Event description:
It was reported that during an ICD replacement for eri the set screw would no unscrew. The header was destroyed during explant.